Event description:
It was reported that the low power was displayed on the console screen and the power had to be turned up to be used. Although there was no patient involved, it was noted that the console did not prompt any error messages or went into case saver mode.